Event description:
Complainant alleged that after delivering three shocks to a patient (age & gender unknown), the clinicians switch to pace mode and got a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.